Manufacturer narrative:
The reported event for lead pull out from the extension was not able to be confirmed. The extension was received cut but complete. The extension was returned cut due to the explant procedure. Microscopic inspection of the extension segments did not identify any fractures. No opens were observed in the extension segments while performing a continuity test. The extension passed functional and lead retention testing.

Event description:
Related manufacturer report number: 3006705815-2023-05278. It was reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced. It was also reported that the patient's extension was disconnected and showed high impedances. Surgical intervention was undertaken, and the extension was explanted.

Manufacturer narrative:
B3: event date is estimated. D6a: implant date is unknown.